Event description:
It was reported that during a procedure of the heavily tortuous, heavily calcified popliteal artery, several non-abbott peripheral balloons were attempted but failed to cross the lesion. A 2.5 x 15 mm nc trek was attempted but could not cross the target lesion. It was noted that resistance was met and the physician forcefully attempted to advance the device but it would not cross. The tip became detached approximately 2 cm proximal from the distal tip while in the anatomy. A snare device was used to successfully remove the tip from the anatomy without incident. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure due to the device issue. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Against resistance; incorrect anatomy. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The inability to cross the lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, damage to the catheter, interactions with other devices or accessory device support, and is not generally associated with a product quality deficiency. In this case, as the product was discarded by the account, it was not returned for analysis and may have aided the investigation. There was no report of any damage observed to the catheter during inspection prior to the procedure. Additionally, the lesion was characterized as moderately tortuous and moderately calcified, which likely contributed to the difficulty experienced. It was also noted that multiple devices failed to cross the lesion, indicating that reported difficulty was likely a result of an interaction with the challenging anatomy. It is likely that the catheter met resistance and was unable to cross due to an interaction with heavily tortuous and calcified lesion. Then as force was reportedly applied during attempts to advance the catheter against resistance, this interaction likely caused the tip to separate as a result. It should be noted that the instructions for use (IFU) warns: treatment of moderately or heavily calcified lesions is considered to be moderate risk, with an expected success rate of 60-85 percent and increases the risk of acute closure, vessel trauma, balloon burst, balloon entrapment and associated complications. If resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and/or damage/separation of the catheter. It was also reported that the nc trek was used in an attempt to treat the popliteal artery. The IFU further states: the nc trek rx coronary dilatation catheter is indicated for balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis, for the purpose of improving myocardial perfusion, a coronary artery occlusion, for the purpose of restoring coronary flow in patient with st- segment elevation myocardial infarction or dilatation of a stent after implantation. In this case, use of the device in the incorrect anatomy likely did not directly cause or contribute to the reported difficulty. The lot history record review and similar incident query for this device was not performed because the lot number was not reported and the product was not returned for analysis. Based on the information provided, the reported failure to advance and subsequent tip separation/detachment appears to be related to circumstances of the procedure and not a product quality deficiency. The profile dimensions on all dilatation catheters are confirmed by visual and dimensional checks during the manufacture process at abbott vascular. Additionally, a sampling of units is destructively tested to verify tip integrity and tensile strength.